Event description:
It was reported that the user removed the continuous glucose monitor (cgm) sensor under the impression it was not required, which led the ilet to stop automated insulin dosing and resulted in a blood glucose run with a recorded high of 372 mg/dl; after guidance, the user performed a full supply change, placed a new sensor, initiated warmup, and dosing resumed with subsequent downward trending glucose. No reported clinical symptoms. Outcomes included transient hyperglycemia without escalation of care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that user was unaware dosing would cease when the cgm was removed and that proper supply change and sensor replacement restored therapy. It was concluded that the event was attributable to user misunderstanding of device operation, with the device performing as designed once the system was correctly set up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.